Event description:
It was reported that the insulin pump alarmed motor error and customer had low blood glucose. Customer's blood glucose at the event of low blood glucose was 58 mg/dl. Customer declined to do troubleshooting for low blood glucose. Troubleshooting was done for motor error. Customer's blood glucose at the time of the event was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarms were noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery alarm or occlusion tests due to the prime/fill anomaly. The motor was tested outside of the device, and it passed. The pump had a broken reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corner.